Event description:
The customer discontinued use of a homechoice (hc) machine and returned it to baxter. During a call with baxter customer service on (B)(6) 2011, the nurse reported the patient died. Baxter's global pharmacovigilance obtained the following information regarding the incident: this is a report by a us nurse of a (B)(6) female patient coincident with dianeal pd4 ambuflex therapy in which her pacemaker stopped working, experienced low blood pressure, hypokalemia and fatal cardiac arrest. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service on (B)(6) 2011, the nurse reported the patient died. Follow-up information received on (B)(6) 2011 from the facility nurse indicates the patient underwent placement of a pacemaker. On (B)(6) 2011, the patient was hospitalized for the low blood pressure. During hospitalization, the patient was diagnosed with hypokalemia. On (B)(6) 2011, the patient experienced a cardiac arrest and died in the hospital. The cause of death was cardiac arrest. No autopsy was performed. The nurse stated that the low blood pressure and hypokalemia were unrelated but the pd therapy worsened the patient's cardiac condition. Dianeal pd4 ambuflex therapy was ongoing at the time of the patient's death.

Manufacturer narrative:
(B)(4). The device was received in the baxter product analysis lab (pal) inoperative for a system error (se) 2117 (bag sensors fail) and forwarded troubleshooting where it powered up properly. The device failed the homechoice rite (return instrument test and evaluation) functional test for being received inoperative. The instrument did meet the rite functional test requirements and passed the rite electrical test. The crt (cycler remote toolbox) software was used to diagnose the heater system. All plate sensors gradually increased to the desired temperature with no problems encountered. Several priming sequences and a simulated therapy were performed and completed successfully. There were no problems found during an internal inspection. All digital board and lithium battery voltages were within specification. A se 2106 (center plate sensor too low) was encountered after powering the device up. A closer inspection revealed the wago connectors on the thermo board were pinching the thermo couple wires insulation. The wires were properly reseated and power was applied; no alarms occurred. Two simulated therapies were performed and completed successfully. The assignable cause for rite test failure - received inoperative for se 2117 and the se 2106 was determined to be pinched thermo couple wires. A review of the device logs revealed no anomalies and no drain or ultra filtration (uf) volumes that met the iipv (increased intra-peritoneal volume) criteria. No device failure or malfunction was identified that could have caused or contributed to the patient's death. There were no issues found during review of the device's service history record.

Manufacturer narrative:
(B)(4). The device has been returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation or additional information received a follow-up will be submitted.